Event description:
The customer reported battery will not charge, the mrx ac led is green. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.